Event description:
Sales rep reported that during a case, the probe, went off on a pt's joint without any of the staff activating it. The same happens with, the numbers that show on the screen cycles without anyone controlling it.

Manufacturer narrative:
Investigation is on going. Add'l info will be provided once investigation is completed.